Manufacturer narrative:
Field service engineer (fse) found the i5 locked up and the switch on x-ray interface pcb was dirty. Fse cleaned and restored fluoro function, but the pc would still not boot. Fse determined the i5 hard drive crashed and would need to be replaced. Fse replaced hard drive and configured system to customers dicom specifications, adjusted generator and recalibrated camera, restoring the entire x-ray system to factory specifications. Fse tested and verified proper operation per service manual 4041004 and completed service checklist (B)(4). System returned to full service by the customer.

Event description:
On (B)(6) 2013, customer states via phone that during a stent placement procedure, the fluoro failed. The physician completed the procedure with a post procedure x-ray in pacu to confirm stent placement. There is no patient information available other than no patient injury.